Event description:
It was reported that a cadd® cadd-legacy® 1 pump failed accuracy - 12.60%. No report of patient involvement.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. Device evaluaion summary: one cadd legacy pump was returned for analysis. Visual inspection of the pump showed that pump's front and reah housing was in damaged condition. The pump passed all functional and accuracy tests. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.